Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that the patient with this right atrial lead experienced bilateral leg weakness. The patient was admitted to the hospital where, on telemetry, bi-ventricular pacing appeared to be a-synchronous. The lead was found to have dislodged. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.